Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. Reportedly, there were no damages to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings. On investigation, the alleged casing issue was verified. Battery compartment cracks were found in the compartment threads, one to the left of the grip pad, one above the grip pad and a piece of the casing was missing to the left of the grip pad. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons.